Event description:
It was reported that the patient had an atrial tachycardia event in which the atrial event had far-field oversensing on the atrial channel of the t-wave. No actions were taken as observation only at this time. The atrial lead remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.